Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 34 mg/dl and treated with a glass of coke. Customer had a few glasses of white wine and this was the reason for the low blood glucose. Customer declined any troubleshooting. No further details provided.